Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed self test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing endcap sticker.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they passed out. The customer also reported that the insulin pump had scratches on the screen but the screen was still readable. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's blood glucose was 111 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was bumped. The insulin pump will be returned for analysis.